Event description:
The lead was capped on (B)(6) 2011, due to advisory/recall. The procedure took place at (B)(6) medical center, (B)(6). The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).